Manufacturer narrative:
Patient identifier - requested but not provided. Weight - requested but not provided. Ethnicity - requested but not provided. Race - requested but not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that "upon pressing the suture button the device would not detract and ended up breaking. Foot plate migrated down the patient's leg". Patient status unknown. Sent to surgery device went to quality control within the hospital. The patient procedure being performed prior to use of angioseal closure was a left heart cath. Additional information was received on 1-12-2018. It was reported that the foot plate did not deploy correctly. They thought during the case that fp migrated into the patient's leg. It was reported that the footplate didn't migrate. Surgical intervention was not required. It was reported that the device was taken out of the patient intact. It was reported that even though the foot plate would not deploy, they were able to pull the device out without breaking the device. Hemostasis achieved with manual compression. The patient's condition was reported to be good.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.